Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 04-nov-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, the filament of the device was broken. The exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the filament of the device was broken by some cause.

Event description:
During preparation for using the clh-sc and the colposcope, the device (halogen lamp md-151) of the clh-sc went off. The user replaced the clh-sc to another device complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.